Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 3.00x24mm taxus liberte stent was used to cross the lesion several times and failed. When the physician removed the device outside of the patient they found that the stent was deformed at the distal edge. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)